Event description:
It was reported that the up, down and ok buttons were unresponsive. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was observed to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts and negatively impact the button function. The damaged keypad should be obvious and detectable to the user and alert the user to discontinue use of the device. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).